Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 functional tricuspid regurgitation due to atrial fibrillation, and a dilated left atrium for a triclip procedure. This was a tricuspid valve with four leaflets: two posterior and an indentation on the septal leaflet. One xtw clip was deployed medially on the anterior-septal leaflets. A second xt clip was placed centrally on the anterior-septal leaflets. It was noted that leaflet insertion assessment was difficult due to the close proximity of the two clips. There was no clip-to-clip interaction. A single leaflet device attachment (slda) was observed on the second clip after deployment. The clip was detached from the septal leaflet and remained attached to the anterior leaflet. An xtw clip stabilized the slda. The final tr grade was 2.